Event description:
Olympus medical systems corp. (Omsc) was informed that the water filter had not been replaced since the installation (june 1, 2020). There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. The instruction manual states that water filters should be replaced periodically at least once a month to prevent contamination of rinsing water. It was considered that the event was due to user's handling.